Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the insulation confirmed the presence of dents and scratches. The insulation was tested for cracks/damages using an insulation scan test and the unit passed. The probable root cause for the reported failure is likely due to contact with metal tray during sterilization. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence